Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3- estimated date. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.